Event description:
A possible reaction to the dressing was noted on the (B)(6) 2012 in the crf and the adverse device effect was reported on the (B)(6) 2012. A follow up was made on (b)(46) 2012 to ascertain the seriousness of the ade and it was then confirmed as a sade. The definition of serious which is being referred to is ¿otherwise medically significant¿. The sade was reported and followed up by phone call and was described as nasty cellulitis caused most probably by an allergic reaction to the pico dressing. The pico dressing was removed and the patient was put on antibiotics. An improvement was seen and the cellulitis was reported as ¿less angry¿ after the dressings removal. The patient has now been withdrawn from the study.

Manufacturer narrative:
.